Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 50 yr old male with an impella 5.5 for support to wean off ECMO and bridge to recovery. It was reported that 5.5 suddenly stopped after about a week of use. ECMO had to be inserted. There was no visible blood clot. This is a problem with the 5.5.